Manufacturer narrative:
Mentor received an update regarding the events submitted in the previous reports. The patient had bilateral capsular contracture (baker grade iii on the left; baker grade IV on the right). As a result, the patient underwent bilateral explantation on (B)(6) 2019. The "capsular contracture" patient code has been added to this supplemental report in order to replace the previously used "pain" code. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, the device information has been updated in section d based on the received devices. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation, right-sided breast pain, and left-sided capsular contracture baker grade IV. At the time of this report, mentor has received no information regarding explantation or a planned explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
On 1/28/2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).